Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history record was reviewed. Nothing was found that was related to this event. Root cause: the run data file analysis did not find a conclusive cause for the elevated wbc count in the rbc product. Possible root causes were provided in the initial report for this event. Corrective/preventive action: please refer to the trima accel screens, and the instructions outlined on page 3-6 of the trima accel automated blood collection system operator's manual to ensure that the filter is properly loaded into the filter bracket. Also, you may consider referring to the terumo bct's example sop: rbc product(s) handling post collection document and your center's sops for more information concerning good product handling and process control techniques for rbc products.

Event description:
There was not a transfusion recipient or patient involved at the time of the residual white blood cell testing.

Manufacturer narrative:
(B)(4). The run data file (rdf) was reviewed. The signals in the run data file indicated that the trima accel system operated as intended. Based on available info it is possible that the failure is related to an issue with either the loading of the filter or the filter itself. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc content in one of 2 bags of rbc product. The disposable set is not available for return. The pt was not injured from the incident. The pt's age and unit identifier is unavailable at this time. This report is being filed due to a device malfunction that has the potential for injury.